Event description:
Customer reported cine playback is intermittent. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and customer replaced the hard drive. System operates as intended.